Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test.  Pump passed self test and the beep short, beep medium, beep long alarm tones and vibrate alert are working properly. No audio/beep or vibrate anomaly noted. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. Programmed low reservoir alarm for 20 units. Pump was tested with a water fill reservoir. Several boluses were programmed and delivered. Units left at pump display matched properly the units left at test reservoir. The low reservoir alarm feature working properly. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump did not vibrate and had a constant beep. The customer's blood glucose reading was 150 mg/dl. The customer performed the self-test and it failed due to the vibrate feature not working. Customer also mentioned that they believed there was an absence of the no delivery alarm. Customer could not perform troubleshooting due to not having a tubing clamp. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.